Event description:
It was reported that an error code was displayed. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer had a very slow boot but no error code was found. It was also noted that the upper hinge plate was missing, the electrocardiogram (ECG) connector was loose and the printer was noisy. (B)(4).